Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost communication with the ipg and charger. The sales representative met with the patient and replaced the programmer batteries and tried several troubleshooting techniques, to no avail. An x-ray was taken and did not reveal any anomalies. The patient was sent a new programmer and charger. On (B)(6) 2010, it was reported that the new devices did not resolve the issue. On (B)(6) 2010, the patient's ipg was explanted and replaced. The patient is currently satisfied with the new device.